Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as both the distal and proximal ends of the braid were found to be fully opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or deployment of the braid in vessel bend. The customer indicated that the vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which rules these out as potential cause. In the event, the damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure started with a triaxial system and the phenom 27 microcatheter was correctly positioned, then a flow diverter device was passed and up to 50% of the device began to be deployed, observing that in the distal part it did not open correctly, the treating physician made several attempts to open it without achieving the correct opening, for this reason, the specialist decides to remove the flow diverter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.0mm and a 3.13mm neck diameter. The landing zone was 3.20mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered (acetylsalicylic acid (asa), clopidogrel). It was reported that the procedure was performed with a triaxial system. A phenom 27 catheter was passed in the right m1 portion artery, and subsequently the flow diverter device ped2-475-16 was passed. Part of the device was released and was lowered until it was placed in the portion of the internal carotid artery (ica) where the distal end was located. Part of the device was evidently closed despite having released 50% of the device, and it was recovered. Release was attempted 3 times without achieving the opening of the device in its distal part. The device was resheathed and removed together with the phenom catheter. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization and there was no injury as a result of the event. Ancillary devices include a phenom 27 microcatheter.